Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage.

Event description:
Furthermore, the lead was explanted and replaced.

Event description:
Furthermore the lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Impedance within range. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. (B)(4).

Event description:
It was reported that the lead had an lead integrity alert (lia) for non-sustained ventricular tachycardia episodes and sensing integrity counter (sic). The lead also had a confirmed fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.